Manufacturer narrative:
The unit has been received and the investigation status is pending. An updated reported will be submitted once investigation is complete.

Event description:
(B)(4) lift dropped a patient an undetermined distance then stopped. Patient was not reported injured.